Event description:
It was reported that stem ms-30 has broken.

Manufacturer narrative:
(B) (4). Conclusion: the investigation shows, that the cause of the breakage was fatigue. There are no signs of a material or production failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.